Event description:
It was reported the pt's lead was relocated on (B)(6) 2013, due to the pt not receiving adequate coverage. Relocating the lead addressed the pt's issue. Stimulation is deactivated at this time due to the pt being pain free as a result of spinal fusion procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.